Manufacturer narrative:
Updated sections: g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. Internal visual and external inspections revealed no abnormalities. The fbf instrument passed the manual articulation test. The fbf instrument was tested on an in-house system and passed both the recognition and engagement tests. Additionally, the instrument moved with intuitive movement and full range of motion in all directions. The grip tips opened and closed properly and passed the grip test. The fbf instrument also passed energy delivery testing in various grip orientations, as well as the electrical continuity test. The fbf instrument was fully functional, and no product issues were identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, the arm of the patient side cart (psc), struck the patient's lower limb. This contact triggered an emergency stop. Subsequently, the emergency wrench was utilized to remove the arm. The procedure was continued by replacing the installed fenestrated bipolar forceps with a backup of the same kind, the following information is unknown: what caused the collision with the patient's limb, if an injury occurred, and if any medical intervention was rendered due to the complication. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. However, as of the date of this report, the evaluation has not been completed.